Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the foreign material was identified. It is likely the result of inappropriate material; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic gastrovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the nozzle was clogged with black unknown material was observed. The service repair technician indicated that the most likely cause of the nozzle was clogged with black unknown material was due to component failure. There was no patient involvement.